Manufacturer narrative:
Initial reporter. Zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" of saline device.

Event description:
Healthcare professional reported left side "rupture" of a saline device. Device was explanted.